Event description:
A third party service agent contacted physio-control to report a non-critical issue with their customer's device. There was no patient use associated with the reported event. Upon evaluation it was found that device was not powering on or off in response to the lid opening. In this state the device will not turn on automatically which can lead to a use error resulting in a failure to deliver defibrillation.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch 0003015876-2021-01396 report indicates: it was determined that the root cause of the reported issue is lid defib discharge switch , sw5. Section h10 and/or h11 of the initial medwatch 0003015876-2021-01396 report should indicate: the root cause is suspected to be the lid defib discharge switch , sw5.

Manufacturer narrative:
Physio control evaluated the device and verified the reported issue. It was determined that the root cause of the reported issue is lid defib discharge switch, sw5. The customer was provided a warranty replacement device.

Event description:
A third party service agent contacted physio-control to report a non-critical issue with their customer's device. There was no patient use associated with the reported event. Upon evaluation it was found that device was not powering on or off in response to the lid opening. In this state the device will not turn on automatically which can lead to a use error resulting in a failure to deliver defibrillation.